Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to brain bleed and sepsis. There were no direct pump issues noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-029408, and the reported events and patient outcome could not be conclusively established through this evaluation. Mlp-029408 was not returned for evaluation. It was reported that the device operated as intended. The relevant sections of the device history records for mlp-029408 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30nov2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, localized infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 6 also lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device operated as expected. The cause of the intracerebral brain hemorrhage was noted to be due to supratherapeutic international normalized ratio. The patient experienced an acute mental status change. The source of the infection was noted to be mediastinitis and methicillin-susceptible staphylococcus aureus was identified on blood cultures. The patient was treated with vasopressors, inotrope support and intravenous antibiotics prior tp death.